Event description:
The physician reported that the subject lead was removed on (B)(6) 2014 due to loss of capture.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA (B)(4) production system account. This emdr has been sent shortly after our production system approval.

Event description:
The physician reported that the subject lead was removed on (B)(6) 2014 due to loss of capture.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that the subject lead was removed on (B)(6) 2014, due to loss of capture.